Event description:
(B)(4). After years of pain. I finally found a dr to help me. I am only (B)(6), but have had my uterus, cervix, tubes, and essure yesterday. I am finally free of the nightmare. Please avoid this product it is horrible and ruins women's lives.

Event description:
Hair started falling out by the hand ful, depression, mood swings, anxiety, cramps, heavy periods, rashes, blood clots, reaction to food and alcohol, acne, back/joint pain, plus more all started soon after these were placed. Worst decision ever to get it in. (B)(4). Update on 2014-(B)(6): after years of pain. I finally found a dr to help me. I am only (B)(6), but have had my uterus, cervix, tubes, and essure yesterday. I am finally free of the nightmare. Please avoid this product it is horrible and ruins women's lives.